Event description:
Per the clinic, the patient experienced a loss of osseointegration due to an infection resulting in fixture loss. Treatment with antibiotics (date and type not reported) was unsuccessful. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).